Event description:
In 1999, a doctor attempted to use the stealthstation treatment guidance platform as an aid in removing a cranial lesion. The doctor performed a first registration, then removed the skin and bone flaps. At this point, it was noticed that the cranial arc had moved. It appears that the arc was not tightened sufficiently. Since the stealthstation system requires that the arc remain rigid, the doctor could not proceed with the original registration. The doctor then proceeded to close the skin and bone flaps, and performed a second registration. After dr performed the second registration and a second localization, the doctor proceeded with the case. The mean fiducial error (mfe) was 3.3 mm, with a predicted accuracy of 2.1 mm. The lesion was thought to be approx 2 cm underneath the dura mater and approx 1.5 cm in diameter, however, the doctor had difficulty locating the lesion. When the case was completed, the doctor requested an additional scan and realized that the lesion was still present. The doctor also realized that during the course of surgery, the motor strip was hit. The pt is now uni-lateral hemiplegic on the right side of body (the entire right side of the body is paralyzed).